Event description:
It was later reported by the patient that their device worked for about two years they it became defective. During that time, the patient's vocal cord was noted to be damaged (this is being captured in manufacturing report 1644487-2026-10324). The device was shut down due to numerous seizures and syncope, and patient had to be intubated, and ng tubed due to these events. No other relevant information has been received to date.

Event description:
A good faith response was received. The provider reported that she last evaluated the patient on (B)(6) 2025, at which time the patient experienced a 30-minute episode of unresponsiveness. The provider stated that the patient has not had confirmed epileptic seizures. The patient¿s device was disabled in (B)(6) 2023. As epileptic seizures have never been confirmed, the provider is unable to determine the cause of the reported increase in seizures. The provider further noted that the patient felt the device was not beneficial and believed it caused vocal cord issues (this is being captured under 1644487-2026-10324), which led to the device being turned off, no performance issues were noted. The provider stated that the cause of the reported adverse events is unknown. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was experiencing increased seizures. No other relevant information has been received to date.